Event description:
It was reported that during a l.a.v.h. Procedure, the device was being used in conjunction with a competitor's generator and monopolar scissors. When the scissors were activated it simultaneously turned on the device in question, and the pt sustained a burn. The end of the device was not sheathed.